Event description:
The customer reported a speaker malfunction on the intellivue multi measurement server x2. No information was provided whether sound was still coming from the device. It is unknown whether the device was in use monitoring a patient at the time of the reported event. No death or patient/user injury or harm was reported.

Event description:
The customer reported a speaker malfunction on the intellivue multi measurement server x2. No information was provided whether sound was still coming from the device. It is unknown whether the device was in use monitoring a patient at the time of the reported event. No death or patient / user injury or harm was reported.